Event description:
A user facility biomedical technician (biomed) reported that an ultrafiltration (uf) issue occurred while a patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine. The biomed was told by the staff that the uf turned off by itself and it was off for a total of two hours during the treatment. The staff turned the uf back on, but the patient had to come back the next day for additional treatment. It was confirmed that there was no injury to the patient. Additional information was obtained through follow-up with the biomed and the facility¿s charge nurse (cn). The cn stated there were no alarms during the treatment. According to the cn, the staff noticed the uf was off approximately 1.5 hours into the patient¿s treatment. The cn said the staff did not do anything differently to cause it to turn off. It was unknown if the up/down arrow keys were used. The staff turned the uf back on and after approximately 15 minutes, the uf turned off again. The uf was turned back on, and they attempted to remove as much fluid as possible by maximizing the uf for the remainder of the treatment. The patient completed their full treatment time on the machine without reaching their goal. Because of this, they had to return the following day for additional treatment. The patient did not have any complaints or symptoms during or after the treatment. The cn confirmed there were no adverse effects experienced as a result of the reported event, and no medical intervention was required. The patient¿s uf goal was 2.8 kg, and the amount removed was 0.8 kg. Their pre-treatment and post-treatment weights were 73.6 kg and 72.8 kg, respectively. The patient was said to be continuing their hemodialysis (hd) treatments without any further problems. The machine used during the event was removed from service for evaluation. The biomed was unable to duplicate the reported error. The biomed simulated a 3-hour patient treatment and there were no issues or alarms. The biomed confirmed that the uf never turned off. The biomed also did a uf preventative maintenance check and the results were within specification. The machine was returned to service without any repair work being performed. The biomed was unsure what could have caused the alleged failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was determined that there is no causal relationship between the objective evidence and the alleged event. Additionally, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that an ultrafiltration (uf) issue occurred while a patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine. The biomed was told by the staff that the uf turned off by itself and it was off for a total of two hours during the treatment. The staff turned the uf back on, but the patient had to come back the next day for additional treatment. It was confirmed that there was no injury to the patient. Additional information was obtained through follow-up with the biomed and the facility¿s charge nurse (cn). The cn stated there were no alarms during the treatment. According to the cn, the staff noticed the uf was off approximately 1.5 hours into the patient¿s treatment. The cn said the staff did not do anything differently to cause it to turn off. It was unknown if the up/down arrow keys were used. The staff turned the uf back on and after approximately 15 minutes, the uf turned off again. The uf was turned back on, and they attempted to remove as much fluid as possible by maximizing the uf for the remainder of the treatment. The patient completed their full treatment time on the machine without reaching their goal. Because of this, they had to return the following day for additional treatment. The patient did not have any complaints or symptoms during or after the treatment. The cn confirmed there were no adverse effects experienced as a result of the reported event, and no medical intervention was required. The patient¿s uf goal was 2.8 kg, and the amount removed was 0.8 kg. Their pre-treatment and post-treatment weights were 73.6 kg and 72.8 kg, respectively. The patient was said to be continuing their hemodialysis (hd) treatments without any further problems. The machine used during the event was removed from service for evaluation. The biomed was unable to duplicate the reported error. The biomed simulated a 3-hour patient treatment and there were no issues or alarms. The biomed confirmed that the uf never turned off. The biomed also did a uf preventative maintenance check and the results were within specification. The machine was returned to service without any repair work being performed. The biomed was unsure what could have caused the alleged failure.